Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 20-nov-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, receiving an unknown drug via an implantable infusion pump for non-malignant pain, regarding their external device. It was reported that their communicator is not getting a charge, that they have to play around with the cord to charge the communicator, and the power cord is loose when they plug into the communicator port. The patient also stated their handset was not holding a charge like it used to. The agent on the call confirmed no visible damage on the communicator. A request to the repair department was sent for communicator replacement.

Manufacturer narrative:
H3. Analysis found micro usb charge port is loose, passed bench test, and electrical failure (trs210004.1/push button led on/0/bool/1/). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.